Event description:
It was reported that when the physician tried to introduce the lead into a microdrive, the tip of the lead before pole 0 was kinked. Another lead was used. There were no injuries.

Manufacturer narrative:
Analysis of lead model 3389-28, lot# v912529 showed the lead was bent at the #1 and #2 electrodes and at the distal tip of the lead. The continuity was acceptable and no shorts were observed between circuits.

Manufacturer narrative:
(B)(4)